Manufacturer narrative:
Correction: the previous or initial MDR submitted on 19 september 2019 was filed inadvertently. No serious injury has occurred. This report is submitted on 29 october 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, a successful connect to attract conversion surgery (date nor reported) has been done to the recipient due to skin overgrowth on the abutment.